Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. On an unreported date, the patient was admitted in ICU (intensive care unit) for the event. Treatment for the event and the patient¿s outcome was not reported. On an unreported date, the patient discontinued dianeal therapies and the catheter was removed. No additional information is available.